Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes reported received a kinked tubing alarm, which required disconnecting the tubing from the insertion site. After following the pump instructions, the alarm reset and no further issues were experienced. The event occurred while in use with patient. There was no patient injury.